Event description:
The customer reported via phone call that the he had been using expired reservoirs for the past two weeks and his blood glucose has been high during that time. The customer noticed on 6/1/2015 they were expired. Blood glucose at the time was 369 mg/dl. He treated with the insulin pump and current blood glucose is 215 mg/dl. The customer also stated he found small air bubbles in the reservoir and tubing. The insulin pump was not rewound with a reservoir in place. Customer stated he would be discarding all expired reservoirs. Customer declined troubleshooting for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.